Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint was confirmed through examination of a returned product sample. The customer provided one guide wire. The introducer needle and syringe were not returned. The guide wire was kinked near the middle of the wire and unraveled and broken from the distal weld. Microscopic examination of the broken ends revealed discoloration and necking. A review of manufacturing records did not yield any relevant findings. The provided instructions describe suggested techniques to minimize the likelihood of guide wire damage during use and caution not to use excessive force or withdraw against the needle bevel. Based on these circumstances, operational context caused or contributed to the event. No further action will be taken.

Event description:
It was reported that the catheter was being placed into the patient's right internal jugular. During insertion, the vein cannulated on the first pass. The raulerson syringe was kept attached to the needle and the guide wire was inserted through the plunger. Resistance was met and the physician was unable to pass the guide wire. When attempting to withdraw the wire it unraveled. As a result, the raulerson syringe and guide wire were removed as one and a new needle, guidewire, and syringe were used to complete the procedure. The catheter was placed successfully. There was no delay in treatment and no patient death or complications reported.

Manufacturer narrative:
(B)(4).